Event description:
Customer reports 9600 workstation resets when a cine playback request is made. No pt injury was reported.

Manufacturer narrative:
The service rep verified computer reset at cine playback request. He checked the power supplies, ext int 5 volt supply 4.4vdc, reseated ps-1 connector, and adjusted 5v supply to read 5.05vdc. The rep tested the system and the playback of the cine operated properly. This case is closed.